Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that a free flow of magnesium occurred on an obstetric patient who required an unspecified intervention and responded well. The customer suspected the issue was related to a crack in the pump module¿s platen. The module was repaired and put back into circulation; the tubing was not sequestered. There was no report of lasting harm.

Manufacturer narrative:
Additional information provided by customer medwatch. The proximate cause of the free flow event is believed to be the broken platen post. A picture supplied by the customer shows the broken upper hinge post on the platen. The root cause was not determined.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "on (B)(6) 2017, this (B)(6) g3p2 ob patient at 40w3d was admitted with complaints of contractions. Nurse midwife consulted ob regarding plan for magnesium sulfate drip per protocol due to severe pre-eclampsia. At 0500, 6 g IV magnesium loading dose initiated and hourly assessments done and documented. Hand-off between primary nurse and charge nurse including need for maintenance dose change of magnesium at 0520. At 0540 primary nurse walked into patient's room to notice bp of 96/45 on monitor. The nurse checked the IV pump where 20g magnesium was infusing via IV pump programmed to 50 ml/h but appeared to be free flowing. Approximately half of 500 ml bag appeared to have infused after being hung for 20 minutes according to charge rn. The nurse immediately stopped mag and called for md, ob faculty, r4 and certified nurse midwife along with anesthesia at bedside. Patient sedated but responsive to verbal stimuli and alert and oriented. Oxygen saturation at 93 percent. Oxygen placed via face mask at 10 liters. Bmp panel was drawn and sent. A 1 g IV calcium gluconate was administered. A new IV pump was obtained for patient. Fetal heart tones and vital signs were monitored continuously and a stat EKG was obtained. The patient received 6mg loading dose followed by 10mg loading dose from the maintenance bag and the magnesium level is greater than 9.6. The pump was sequestered by the aum (medication still in channel and on pump) and picked up the same day by clinical engineering. The patient had a vaginal delivery with no complications and had a uneventful post-partum course. Mother and infant were discharged on (B)(6) 2017."

Manufacturer narrative:
The customer¿s report of a free flow of magnesium was not confirmed or replicated during an on-site investigation. During inspection the platen was noted to be broken at the upper hinge post. The platen date code was noted to be (B)(6) 2010 ((B)(6) 2010) suggesting it is the original platen. Rate accuracy testing with the broken platen re-installed found the pump module to be infusing within specifications with no occurrences of unregulated flow when the door was closed or during the infusion. The lack of a free flow condition during testing can be attributed to the platen having maintained proper alignment during the testing process. A review of the pcu event logs confirmed that during the infusion of magnesium sulfate there was a period of approximately 1 minute and 37 seconds during which the device was paused and at some point the door opened; the state of the flo-stop during this period is unknown. The event administration set was not provided for investigation. The probable cause for the reported free flow event was the broken platen.